Event description:
The customer reported non-reproducible, elevated troponin I (access® accutni+3) results, for five patients, involving the access® 2 immunoassay system. This report is two of two referencing the two patients on the event date noted. The customer indicated the discrepant results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on the same instrument, generated lower results. The samples were collected in sodium heparin plasma tubes with gel and centrifuged for five minutes at ambient temperature. The samples were less than one hour old, following collection. No sample integrity issues were noted. The customer indicated all system parameters, including quality control (qc), calibration, and system checks were performing within assay and instrument specifications at the time of the event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the wash pump was leaking fluid as there was evidence of dried wash buffer under the pump and manifold. Additionally, bubbles were in the wash pump chamber and the wash pump belt was slightly cracked. The fse rebuilt the wash pump with a new rotor, new seal, new o-ring and a new belt. The fse also replaced the vacuum pump as it was not within specification and noisy. All verification testing passed within published performance specifications. Results conformed to published performance specifications, and the instrument was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash pump. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00350.